Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device reported error. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The remote service engineer (rse) conducted a remote evaluation of the device and identified that device has self-check operation error. The issue was resolved by performing self-check. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the root cause of which could not be determined. The reported problem was confirmed.